Event description:
During an intra-operative ventricular catheter extraction two microscopic (1-2mm) screws from an alligator forcep were not present when the forcep was removed. Post-op CT scan revealed two tiny 1-2mm densities which could represent retained foreign bodies along the catheter tract.